Event description:
It was reported that during testing conducted at the user facility, the device was running without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.